Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, when using the robotic assisted satellite station device with the velys base station device it was observed that cuts were over-resected. It was reported that the variance was up to 4mm. It is unknown if the robot was mounted to the surgical bed. It was reported that there was patient involvement. It was reported that there was no surgical delay. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The device log files were reviewed for this event, and the investigation could confirm the reported issue of "over resected cuts, variance up to 4mm.¿ the investigation could confirm the reported issue of femoral cuts were inaccurate as the pointer tool was utilized to verify the femoral resection planes. The investigation found evidence of -1.7mm inaccuracy in the distal cut and -3.5mm in the anterior cut. The pointer tool was used to verify the resection plans. This confirms the user reported inaccurate cuts. The investigation found that the most probable root cause of the reported issue is the potential array movement in combination with sub-optimal leg positioning and leg/robot movement. The investigation found that there is significant array movement during posterior and tibial cut steps. The investigation found that during many of the femur cut steps and tibia cut step, the leg was sub optimally placed with a flexion of ~120 degrees to ~132 degrees of flexion. The investigation found that during the femur cuts and tibia cut, there was considerable leg/robot movement. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" message displayed during all the cut steps. There are no defects found with the system or software. The software was performing as intended. The investigation found that the most probable root cause of the reported issue is the potential array movement in combination with sub-optimal leg positioning and leg/robot movement. The root cause for those factors could not be determined. A service history record review result was not relevant to the current complaint and service process findings.